Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01408. It was reported the patient developed a hematoma following an scs trial procedure. Patient later revealed that they didn't stop their blood thinner medication. In turn, the patient was admitted to the hospital. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.